Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they were harvesting a radial and had completed dissection. They were attempting to put the vasoview hemopro 2 cannula onto the endoscope but found that it would not snap into place. They used an increasing amount of force but still the cannula would not connect. They opened a second endoscope and snapped just fine. There was only a slight delay in opening a second kit. No patient injury reported.

Manufacturer narrative:
Trackwise - (B)(4) updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/02/2025. An investigation was conducted on 10/2/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cannula handle was observed to be intact. The c-ring was observed to be intact. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. A reference endoscope was inserted into the cannula but was not able to snap into place. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem- endoscope" was confirmed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for the reported failure of fitting problem-scope. An attempt was made to insert an endoscope into the cannula but the endoscope would not snap in place. When looking through the opening it appeared that an object was blocking the endoscope from being able to snap in place. The evh cannula handle subassembly (cv000001073) was removed from the cannula subassembly. Upon closer investigation it was observed that the endoscope adapter was lodged in the handle o enin. The endoscope adapter was removed from the evh cannula handle subassembly. Based on the manufacturing engineering evaluation results, the reported failure "fitting problem-endoscope" was confirmed. The lot # 3000499348 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a